Event description:
It was reported that IV set tubing was observed to be "mushy" after the infusion was delivered for only a short period of time. (Medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device and IV set were not returned to baxter for evaluation, however, a baxter clinical rep was able to observe the tubing at the facility. The initial evaluation found that the tubing appeared flattened with valve marks, but it could not be determined if this was due to normal use. The pump was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The tube set involved in the complaint was also not returned for evaluation. It is unclear whether a pump or IV set malfunction has occurred.